Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the foot tray to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The foot tray was analyzed and "23008 ergo error" was confirmed but could not be reproduced. Error logs in artemis/lighthouse confirmed that error 23008 did trigger in the field. The unit was visually inspected and found no issues to be related to the reported event. Unit was installed onto known good in-house system and system triggered error 23002 only which calibration needs to be performed. Performed calibration on unit and unit passed without any issues. Then, powered on system and system did not trigger any errors. Moved unit within range of motion and no issues were observed. Powered cycle system multiple times and no errors were triggered. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer was experiencing a 23008 error on the console. Caller stated they have already performed a couple of restarts, and they are still having the same trouble. Caller stated they disabled the ergo, so they can proceed with the case. The procedure was completed with no reported injury.